Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: wear abrasion, weight to the spec, observed 40 mm dark patch edge material inside gel device, creases fold and deformation device. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having nipple discharge (fluid) on an unspecified side. Device has been explanted. This record is reported for the left side.